Event description:
Over a period of time, five patient received adverse events following facial laser telegietasia treatment using a 3mm spot size delivery system. Parameter settings were 240 j/cm2 40ms with dcd setting of 15/20/10 ms. Five individual medwatches are being submitted associated with each individual patient. In this case the patient received depressions on both sides of the nose along the nose/ face crease. Possible scar.